Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. ¿introduction¿ lists infection and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. ¿patient care and management¿ provides information regarding anticoagulation, including the recommended international normalized ratio (inr). Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. A specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced ventricular tachycardia. The patient was treated with amiodarone, cardioversion, and defibrillation. The amiodarone was maintained and the arrhythmia stabilized. Extended spectrum beta-lactamase (esbl) was detected in a urine culture and the patient had 38 degree heat. The patient received parenteral antibiotics and the infection resolved on (B)(6) 2022.